Manufacturer narrative:
(B)(4).

Event description:
It was reported that a replace the sensor alert occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be low counts aberration. In addition, a transmitter failed error was found in connection to the reported allegation. The reported event of a replace the sensor alert is reportable based on the finding of a transmitter failed error. The probable cause of the transmitter failed error could not be determined. No injury or medical intervention was reported.